Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/16/2020. H.6. Investigation: three photos and one used sample was received by our quality team for evaluation. The first and second photos show two cannula hubs where the valve was observed to have moved in one of the cannula hubs. The third photo shows the used sample and the top web of batch 0144800. Upon visual inspection of the used sample, it was observed that the valve moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 has been initiated to address this issue.

Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "I hope you are well. Unfortunately I have had exactly the same experience again today with valve failure in a bd venflon pro safety. I have reported it via mhra as before (ref number (B)(4) ) but just wanted to give you a heads up. As before, a popping sensation was felt during injection via the drug port. In this case the venflon was being flushed with saline in a 10ml syringe. On removal of the syringe there was free flow of blood from the patient's vein and out through the drug port. This did not stop when the grey cap was flipped closed. The cannula had to be removed to stop the blood loss.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "I hope you are well. Unfortunately I have had exactly the same experience again today with valve failure in a bd venflon pro safety. I have reported it via (B)(6) as before (ref number (B)(4)) but just wanted to give you a heads up. As before, a popping sensation was felt during injection via the drug port. In this case the venflon was being flushed with saline in a 10ml syringe. On removal of the syringe there was free flow of blood from the patient's vein and out through the drug port. This did not stop when the grey cap was flipped closed. The cannula had to be removed to stop the blood loss."